Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12583. It was reported that right ventricular lead failed to deliver shock due to out of range low defibrillation impedance, and the patient received external shock in intensive care unit. The right ventricular lead was capped and replaced on (B)(6) 2021. It was also found that the atrial lead exhibited chronically low, out of range pacing impedance. When the lead was connected to the new generator, the lead could not pace or sense reliably. The atrial lead was programmed off since the patient has an lvad and is awaiting transplant. There patient was stable.